Event description:
The reporter did not state the reason for the return of the posey sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarms battery connectors are damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Eval results: (other): inspection shows that the battery connectors inside the alarm are damaged and the alarm case is damaged.